Manufacturer narrative:
A ge service representative phoned the customer. The customer indicated if the fault returned they would facilitate a service call.

Event description:
The customer reported, the system shut itself down without command. No report of pt injury.